Event description:
A serious concern has been identified due to the lack of alarm on ge medical aisys carestation anesthesia machine when inhalation agent is turned off by system and not by anesthesiologist. In this particular case, the anesthesiologist moved the machine backwards and inadvertently touched alternate o2 button on the machine. He realized it when he saw the message on the screen. When he turned the alternate o2 system off, the o2 flow came back to 2l, but the agent did not return to the original setting. This was missed until the patient was moved and sevoflurane was turned back on. Since et sevo was still at 2, the 'agent off' did not draw his attention. Ge was informed of the event, and has opened up an itrak (internal complaint/tracking system) report on this particular issue.